Event description:
This patient experienced a fall. Post fall, noise on this lead resulted in inappropriate shocks and the associated device registered eos. During the replacement procedure, no sensing or threshold measurements were noted and the decision was made to cap and replace this lead. Should additional information become available, this event will be updated.